Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that the patient's healthcare provider (hcp) had taken the lead out multiple times and wiping prior to reinserting the lead. The caller noted that the lead implant was uneventful. When impedances were measure the following was found "1.5v/210 pw 03: >4k ohms." Increasing to 1.5 and 300 pw yielded the same results, but increasing to 2v and 300 pw yielded "03: >4k ohms." Even with removing and re-inserting the lead the impedance issues continued. Raising the parameters further to 2 v/360 pw also did not yield different results. According to the call when programming was done the patient was getting good toe flexion, but no with electrode 0/3. The rep confirmed that the lead was seated correctly in the ins and does not move when tugged slightly. No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the lead was pulled at that time and a new one was placed. The doctor was not concerned with the diagnostic testing of the lead. No further complications were reported.